Manufacturer narrative:
(B)(4).as the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was partially dry. The reporter stated that the sponge had a ¿light orange brownish color¿. There was nothing unusual found with the packaging that could have caused or contributed to the event. The patient was able to complete therapy with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.